Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient on (B)(6), 2010. According to the complainant, the patient experienced pain and suffering. The physician's office was contacted; no information could be provided without patient consent. No further information is currently available. Should additional relevant details become available, a supplemental report will be submitted.